Event description:
It was reported that there was a tibial insert revised due to patient pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial insert. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding unspecified revision surgery involving a triathlon insert was reported. The event was not confirmed. Material analysis was performed on the returned insert component. The report concluded that the articulating surfaces exhibited burnishing, scratching and third body indentations consistent with in vivo use. Explantation damages were observed. No material or manufacturing defects were observed on the surfaces examined. There have been no reported discrepancies for the referenced lot. There have been no other similar reported events for the lot referenced. The exact cause of the event could not be determined because further information such as x-rays, operative report and clinical history are needed to complete the investigation for determining a root cause.

Event description:
It was reported that there was a tibial insert revised due to patient pain.